Event description:
It was reported that the pt underwent a uterine balloon ablation procedure in 2006. After the eight minute therapy cycle was completed, the dr noticed a red color to the fluid when withdrawing it from the catheter. The dr also noted that the final volume was approximately 10cc's less than the original volume inseted for the procedure. At that time, the dr re-inflated the catheter and noticed a small pin hole in the balloon. No adverse pt consequence were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.